Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a cup burst during use. No injury occurred. The MFR is implementing actions to prevent reoccurrence of this event.